Event description:
The drill pin broke during insertion into the cutting block/bone a piece left in the patient.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records was not possible, as the lot number was not provided. A search of the complaint database did not reveal any trend of pin breakage for the product code. The investigation could not verify or draw any conclusions about the reported breakage. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.